Manufacturer narrative:
This is an emergency back-up unit and has not been used in six months according to the hours on the unit (no change in hours since (B)(6) 2014 pm). The fsr stated the internal batteries were last replaced on (B)(6) 2012. The user facility's biomedical engineer (biomed) told the fsr the unit was plugged into an outlet. The fsr installed new batteries and verified battery voltage and the charger. The fsr completed a full inspection. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was confirmed during the laboratory evaluation. The returned batteries would not properly charge. The batteries measured less than 10 volts direct current (vdc) and 12.6 vdc upon receipt. Voltages below 10 vcd are not typical for batteries of this type (11/.5 vcd or higher is typical for batteries of this type (11.5 vdc or higher is typical for discharged batteries of this type). Conductance for the first battery were not available due to its low voltage. Conductance of the second battery was 86 siemens(s) (passing). The 75s is the minimum requirement for this battery. After charging for 26 hours, the battery voltage readings were similar (under 10 vdc and 12.6 vdc respectively). Conductance for the first battery remained unattainable. Conductance of 86s (unchanged) for the second. This demonstrates that neither battery will properly charge and corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit would not operate on battery. There was no patient involvement.